Event description:
See attached medwatch report from the hospital. A fusion plate was implanted into this pt in 2008. In 2009 this pt was having pain in that foot after stepping off an approximately 2 foot step landing on that foot. The same physician that had put the plate in 2008 saw a misalignment with the foot and felt the need to do surgery to find the misalignment. During the surgery it was found that this plate had broken causing the misalignment.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Event device code is addressed in package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00233, 00234, 00235. Additional info from voluntary report: 2009, c: product available for eval: returned to manufacturer in: 2009. Charlotte slim fusion plate, ffusion plate, model#: 411-008, lay user/pt. Distributor/importer, the reporter does not want their identify disclosed.